Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported that the insulin pump just turned off and no alarm prior to that. Customer's blood glucose at time of incident was unknown. Customer inserted a new batteries and pump is still unresponsive. The customer was advised to return the pump and we will send a replacement.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for 12 days and no unexpected pump turning off anomaly was noted. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.